Event description:
On 3/20/2024, it was reported by a facility representative via phone that an ar-9628 3.0 mm drill bit broke while drilling into the bone and was not able to be retrieved from the patient. The case was completed and there was a few minute delay with no secondary surgery needed. This was discovered during a arthroscopic procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion and/or prying/leveraging during use.